Event description:
The customer reported to customer service that her pump in style breast pump had low suction which may have contributed to mastitis.

Manufacturer narrative:
The customer reported mastitis. A clinician from medela had attempted to contact the customer on three different occasions but was unsuccessful. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis". Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.